Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high undefined impedance causing a polarity switch, high thresholds and undersensing. Lead fracture was suspected. It was also noted that the implantable pulse generator (ipg) was not pacing correctly. Both the rv lead and ipg were reprogrammed and remain in use. No patient complications have been reported as a result of this event.